Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Results were 24 and 151 mg/dl. Pt did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged. Follow up attempts to contact the reporter for additional information have not been successful.